Event description:
There was a report of a malfunction, with the malfunction code malf 24, that occurred with the customer's insulin pump. There was no adverse impact on the customer's blood glucose level. Customer support (cts) was notified, and arrangements were made to replace the faulty pump. The customer was instructed to put the malfunctioning pump into storage mode before returning it to tandem and to return it using the provided return box and pre-paid label within 10 days. The customer was informed they would need to program their settings and connect their cgm to the replacement pump. The replacement pump was sent to the customer, who would use a backup insulin pump in the meantime.